Manufacturer narrative:
Correction: section d9 - device available for evaluation (previously reported as not available for return to yes - available for return). Additional information: section d9 - date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The cls was returned for analysis. Battery discharge and charging performance were evaluated at varying voltage levels and compared to a reference device. At lower voltages, the returned device exhibited a higher discharge rate than the reference device. Additionally, the voltage jump noted immediately after commencing charging was noted to be higher when the battery started charging from low voltages. Inconsistent coupling was observed during testing charging sessions, and one charging session ended after the coupling appeared to drop. The cause of this noted coupling issue was not confirmed. Device log review identified a hardware reset, resulting in telemetry entering safe mode, consistent with expected behavior. The cause of the hardware reset could not be definitively determined. The device was further evaluated and hardware issues, including battery issues, were not detected. The battery performance was observed to be within normal parameters. The manufacturing records were reviewed, and the device met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for more frequent charging and difficulty establishing connection with the evoke closed loop stimulator (cls). Troubleshooting was performed, including performing a soft reset on the cls, review of charging logs and attempting to exchanging the charger. The evoke scs system was explanted.